Manufacturer narrative:
A4 - unk, a5 - unk, a6 - unk, h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5 12.1, -10.5 diopter, implantable collamer lens from the patient's left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023. A longer length lens was implanted on (B)(6) 2023 due to low vault. This did not resolved the problem. Cause of the event is reported as unknown. Reportedly, lens size increased but low vault not resolved. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Correction: a2: date of birth is unknown. Additional information: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found haptic broken. Dimensional inspection found the lens to be within specifications. H6: type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).